Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. When attempting to invert the clip for repositioning on the leaflets, the gripper arm was no longer raising. Trouble shooting was performed, the gripper arms were cycled, clip was locked and unlocked; tried closing the clip but the clip only closed to 25 degrees. The cds was pulled up to the tip of the steerable guide catheter (sgc), only one clip arm retracted into the sgc tip, the other arm remained outside of the sgc tip. The devices were brought into the right atrium through the venous system and the devices were removed together from the groin. The patient remained stable. Once outside the anatomy it was noted the gripper arms were damaged presumably from manipulation for removal. There was no damage to the sgc. No clips were implanted, the procedure was aborted. Mr remains at 4. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot and a review of the complaint history identified no similar incident reported form this lot. Based on available information, a definitive cause for the reported gripper actuation and clip close inability cannot be determined. The reported unknown damage and difficulty to remove the mitraclip delivery system (cds) from the steerable guide catheter (sgc) were cascading events of the reported clip close inability. There is no indication of a product issue with respect to manufacture, design, or labeling. D10, h3: device not available for evaluation.